Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during usage, the ar-9811 produced metal residue. The surgeon suspects that there are fragments remaining inside the patient. The x-rays will be submitted within the next days. Follow-up information: surgeon provided us with the x-rays. It is confirmed that metal residue remained inside the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that a portion of the probe's ceramic was chipped off. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during usage, the ar-9811 produced metal residue. The surgeon suspects that there are fragments remaining inside the patient. The x-rays will be submitted within the next days. Follow-up information: surgeon provided us with the x-rays. It is confirmed that metal residue remained inside the patient.